Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the bolus was not active. The customer's blood glucose level was 566 mg/dl. The customer reported that they were able to pair the meter successfully and did a bolus. The customer reported that they came back from the hospital after chemo and needs assistance in setting up the meter to the insulin pump. The device will not be returned for analysis.